Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknown/not provided information for pump not working. The pump had been taken to the shop thrice (three different department) stating that it is not working. Though the pm test was run and error logs were looked into no issues were identified. Sending it in to have OEM approval of use. There was no patient involvement.